Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. While troubleshooting, the fse found that there was a issue with the host pc. The fse restarted the host pc. After restarting the host pc, the system was returned to use in good working order.

Event description:
It has been reported to philips that the system would not turn on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.